Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: device history lot sterile: part #: 03.130.202s. Lot #: 8l28701. Manufacturing site: werk selzach. Supplier: (B)(4). Release to warehouse date: 17 jun 2021. Expiration date: 01 jun 2031.non-sterile: part #: 03.130.202. Lot #: u375273. Manufacturing site: werk selzach. Supplier: synthes USA hq, inc. Release to warehouse date: 05 jun 2021. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent an open reduction internal fixation (orif) for the fracture base of proximal phalange with the drill bit. During the surgery, the surgeon drilled to insert the screw and the drill bit broke. The fragment was remained in the patient. The surgeon confirmed that the drill bit was not in the joint but in the bone, so the surgeon decided to leave the fragment on in the patient¿s body. The surgery was completed successfully without any surgical delay. There is no plan to perform the revision surgery, the patient will be under follow-up observation. The surgeon commented that the drill bit might be broken because the surgeon stopped the power tool temporarily during the drilling, and a stress was applied when the machine was restarted at a different angle. No further information is available. This report is for one (1) 1.1mm drill bit/mqc for threaded hole/56mm. This is report 1 of 1 for (B)(4).